Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and two electric shocks for what appeared to atrial fibrillation (af) with rapid ventricular response (rvr). Healthcare physician was advised to talk to physician regarding inappropriate therapy. Device remains in service. No additional adverse patient effects were reported.